Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine, ropivacaine, and prialt (concentration and doses unknown) via an implantable pump. It was reported on 2020-mar-19 that when preparing the pump in the operating room (or) on (B)(6) 2020, the physician was only able to fill the pump (which was indicated to have a reservoir size of 40 ml) with 33 ml of drug. The hcp confirmed that they were able to remove about 37 ml of sterile water from the pump and it was assumed that the security valve was activated. At the pump refill on (B)(6) 2020, the physician was able to fill the pump with only 35 ml of drug, not more. At the time of the report the patient status was alive without injury and no surgical intervention was taken or planned, but the issue remained unresolved. The next refill was planned for (B)(6) 2020. Additional information was received in response to a request for follow-up. It was reported that a manufacturer approved 22-gauge no n-coring needle was used to aspirate and fill the pump. It was indicated that it was confirmed that all water/drug and air was removed from the reservoir. It was reported that no further troubleshooting was performed at the refill on (B)(6) 2020. On (B)(6) 2020 there was a refill visit and the physician was only able to remove 37 ml and the issue was not resolved, but it was indicated that no additional action would be put in place. Additional clarification received indicated that the physician injected 37 ml of drug into the pump on (B)(6) 2020, and that there were 2 refills before (B)(6) 2020 at which the physician only injected 35 ml. It was stated that the physician had no additional information to share.